Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. Visual inspection was performed and found a damaged downstream occlusion (dso) seal. Functional testing was performed found the dso sensor was defective. The dso sensor and seal were both replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device display shows cassette loading fault as per photo attached. There was no patient involvement.